Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor. No patient information received to date after calls to customer: 11/24/20, 11/25/20, and 11/30/20.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient harm.